Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, h4: manufacture date are blank, no information has been provided to date. Device evaluation: one device was received for investigation. Although no damage was observed during visual inspection, the reported issue was confirmed during functional testing, which identified air leakage through a hole in the device cuff. Based on the available information the issue was attributed to a manufacturing issue. However, as no lot number was provided the investigation was unable to verify if affected product was manufactured prior or after corrective actions. This issue will continue to be monitored and further actions taken accordingly.

Event description:
It was reported during the pre-use check, leakage of air from the product was observed. No patient involvement.